Manufacturer narrative:
A system checkout was not performed because the issue was due to the rt intentionally releasing the button. There was no indication of the system not functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a sacroiliac and thoracolumbar procedure, the system started taking a spin almost immediately after pressing the button but before the navigation system was ready. The rt stopped the partial spin, reset and restarted the spin. There were no errors prompted on either system. The site restarted the spin and it continued to work without issues. There was a delay to the case of 5 minutes. There was no reported impact on patient outcome. Additional information was received that the rt noticed the navigation system and imaging system were not connected together, so he stopped the spin to connect them, and then proceeded with the imaging and procedure.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.